Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements occurred on this right ventricular (rv) lead. No oversensing or noise was noted on the device electrogram (egm). Boston scientific technical services (ts) discussed this was likely a connection issue. It was reported that device reprogramming was not planned and that the patient is not paced very often. No adverse patient effects were reported.

Event description:
Additional information was received that an alert was issued on the patient's remote monitoring system for high, out-of-range rv pacing impedance. Ts discussed continued monitoring and also suggested programming the respiratory rate trend feature off.